Event description:
A family member purchased a package of disposable toothbrush devices, marketed as "mini-brushes with mint toothpaste". The brand name is "cleaings" and the manufacturer name is "zhejiang yunshang yidan food technology co., ltd." The product packaging appears to be misbranded. The labeling claims "...provides you with fast, comprehensive oral care." The labeling also includes a prominent logo of "FDA". The labeling also includes an owner / operator establishment registration number (10090785) which does not appear when searched on the FDA website, and a device listing number (d53592).